Event description:
A cartridge alarm 20 was reported, but the customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. Although the pump was out of warranty, technical support planned to replace it, but the customer declined a loaner pump and opted to use a third party to start the process. Meanwhile, the customer decided to use multiple daily injections (mdi) to ensure continuous insulin delivery.